Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a speaker malfunction message. It is not known at the time of this report if there was a loss of audio. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.